Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had an informational power on reset and their back was hurting. The patient had laid down to charge because they get the best connection when laying down. The patient noted they had been near medical equipment that morning and that the implant charge was low. Troubleshooting was able to clear the power on reset and the implant turned back on and the issue was resolved. The indication for use was spinal pain.